Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that the pacing impedance on right ventricular lead was high and fluctuating. The lead also had increasing thresholds, oversensing, and sudden high rise in short v-v cycles which triggered a lead integrity alert (lia). Lead fracture was suspected. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.